Manufacturer narrative:
The following changes were mistakenly omitted from the report submitted on 7/18/2018: bilateral removal and replacement occurred on (B)(6) 2018. Device evaluation summary: the device was received at mentor without fluid. Brown material was observed within the device and on the shell surface. During visual examination, the product evaluation team observed the device appears intact. Leak testing was performed in accordance with mentor procedures and revealed no leakage sites. No anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release. The complaint of deflation was not confirmed since no anomalies were found on the reported device. At this point it is not possible to determine the origin of the brown material observed. The device history record (DHR) for the lot number 6899838 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. All the implants are 100% inspected before leaving the facility. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 6/30/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed on 7/13/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: left mentor smooth round moderate plus profile 400cc saline prosthesis, catalog: 3502275, serial number: (B)(4), lot: 6978141. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent primary breast augmentation with mentor smooth round moderate plus profile 400cc saline prostheses experienced bilateral deflation of the breast prostheses post procedure. Bilateral deflation was confirmed as per visit to doctor¿s office. As a result, the patient underwent bilateral removal and replacement with unspecified mentor implants. This report is for the right breast prosthesis.